Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1b8b4, implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4) ubd: 04-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the physician informed the rep that he checked impedance in office in the prior weeks and found all to be >4000 ohms; product was replaced. The patient denied falling. The issue was resolved, patient alive, no injury. No symptoms were reported and no further complications were reported or are anticipated.